Event description:
Additional information received identified that ipg reached end of life and surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Corrected data: incorrect results and conclusion code entered in previous supplemental report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost the external devices and hence failed to recharge the ipg for more than a year. Ipg was deemed inoperable. Surgical intervention is pending to address the issue.